Event description:
It was reported by service report that there is a hairline fracture in the port that holds the caster in place. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.